Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A61942) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), toothache ("my teeth no longer hurt") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (diagnostic laparoscopic with laparoscopic bilateral salpingectomies including essure device, d & c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysfunctional uterine bleeding outcome was unknown and the toothache had resolved. The reporter considered dysfunctional uterine bleeding, pelvic pain and toothache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received- lot number was added. Previously reported event of medical device removal updated to chronic pelvic pain female. New event of dysfunctional uterine bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data: should any new and reportable information become available from our investigation, this will be provided in supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A61942) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), toothache ("my teeth no longer hurt") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (diagnostic laparoscopic with laparoscopic bilateral salpingectomies including essure device, d & c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysfunctional uterine bleeding outcome was unknown and the toothache had resolved. The reporter considered dysfunctional uterine bleeding, pelvic pain and toothache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data: should any new and reportable information become available from our investigation, this will be provided in supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I didn't either. Since my removal on (B)(6) 2016') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced toothache ("my teeth no longer hurt"). The patient was treated with surgery (yes removal done on (B)(6) 2016). At the time of the report, the medical device removal outcome was unknown and the toothache had resolved. The reporter considered medical device removal and toothache to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.